Event description:
Caller reported blood glucose results of 5.0 mmol/l and 6.0 mmol/l on customer's compact plus system at a time when the customer presented symptoms of hypoglycemia, required treatment by layperson. Fiancee treated with sweet things to eat. It took one hour to get him out of this state; he was still recovering at the time of the call. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).